Manufacturer narrative:
(B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as the investigation results become available.

Event description:
(B)(4). "Customer stated that on 01/18/16 unit was found powered down without an ice block and believes it happened after putting it into cleaning mode on (B)(6) 2016." (B)(4).

Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The 12 amp breaker was popped and the customer was unable to reseat it. The technician reseated the 12 amp breaker and the unit was powered up and was put thru a complete cleaning cycle. The next day a complete ice block was found. All operation were good. A supplemental medwatch will be submitted if the investigation results becomes available.

Event description:
(B)(4)